Event description:
The biomedical engineer (bme) reported that the v60 ventilator displayed a pressure sensor autozero failed error message. There was no patient involvement when the issue occurred. No patient impact and/or harm was reported. The user was restricted from using the device, as it was removed from service. No user harm was reported. During troubleshooting, the remote service engineer (rse) reported that the issue was replicated. The bme stated the that the device was displaying either a machine or pressure autozero alarm message on screen. The rse advised the bme on accessing the error codes in the event log, and possible repair scenarios for the error code(s). The rse specified the solenoid part designation within the device, and also provided latest service manual. The issue was reported to have been replicated during troubleshooting. Based on the details provided, a malfunction occurred, and the device displayed a pressure sensor autozero failed error message. This investigation is ongoing.